Event description:
Additional information received indicates that surgical intervention took place on (B)(6)2020 wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body with all internal wires were broken. The cause of the reported event is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy due to high impedances. As such, surgical intervention may take place at a later date to address the issue.